Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. Surgical intervention was performed and attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced without incident. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was stretched and there was blood/body fludies noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high threshold measurements. The stretched helix may have contributed to the helix extension/retraction issues observed in the field. Analysis determined that the helix damage was induced damage.